Event description:
It was reported that the patient presented to clinic with a driveline comm fault alarm. There were no obvious deformities in the driveline. A self-test was performed which did not resolve the alarms.the log file confirmed the driveline comm b fault alarms on 11may2025. There were no other unusual events recorded in the log file event history. The patient's international normalized ratio (inr) was tested in anticipation of the system controller exchange. The patient's inr was 1.8. The patient returned to clinic on (B)(6) 2025 with an inr of 1.9. The patient returned to clinic on (B)(6) 2025, and a modular cable and system controller exchange was performed. The alarms resolved with the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation with a modular cable following the reported event of driveline communication faults. A review of the log files from the event dates of 11may2025 ¿ 14may2025 showed no notable alarms that would indicate an issue with the system controller, and the controller was able to support the system as intended for the duration of data reviewed while the driveline was connected. The controller returned in unremarkable physical condition. The returned system controller passed preliminary and functional testing with the returned modular cable. Provided information indicated that exchanging the system controller and modular cable resolved the alarm. The system controller was found to be not correlated with the reported event. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.